Event description:
The event is reported as: complaint alleges: during functional testing and prior to use an air leak was discovered on 2 tubes. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.